Event description:
Through follow-up with the corresponding author it was confirmed that the MRI and clinical findings of new disease progression were not related at all to the intrathecal baclofen therapy or the device. The patient was on lioresal 2,000mcg/ml.

Event description:
Stroet, a., trampe, n., chan, a. Treatment failure of intrathecal baclofen and supra-additive effect of nabiximols in multiple sclerosis-related spasticity: a case report. Therapeutic advances in neurological disorders. 2013;6(3):199-203. Summary: multiple sclerosis (ms)-related spasticity is associated with disability and impairment in quality of life. We report on a patient with secondary progressive ms and spastic tetraparesis (expanded disability status scale score 8.5). The right arm exhibited flexor spasticity resulting in functional disability despite multimodal symptomatic treatment. Intrathecal baclofen led to side effects despite decreasing efficacy. Low-dose nabiximols improved spasticity and function with recovery of daily-life activities and spasticity-related symptoms. Reduction of intrathecal baclofen ameliorated adverse drug reactions. Add-on cannabinoid therapy was effective in therapy-refractory spasticity with supra-additive effect in combining intrathecal baclofen and nabiximols, hypothetically explained by mutually complementing mechanisms of action. Reported event: in 2011, the patient¿s symptoms worsened markedly with fluctuating flexor spasticity leading to loss of function of the right arm ((B)(4), figure 1). Neurological examination revealed severe tetraspasticity with fixed extensor position of the left foot, insuperable flexor malposition and contractures of the left arm and hand. The patient was only intermittently able to assist during transfer. She complained about pain and muscular cramps in the legs, neck and shoulders. Both intravenous and intrathecal steroid application were ineffective. Botulinum toxin was injected in the right arm (dosage not known), resulting in a loss of function due to plegia of the right forearm and hand. Increased itb (figure 1, 1750 g per day) led to side effects with relevant impact on daily living (sleepiness), still without efficacy on flexor spasticity of the right arm. In (B)(6) 2011, the patient reported loss of function of the right hand as the most disabling symptom because this was previously the only function left. She could not conduct simple activities of daily living for herself. Nabiximols was added (one puff per day owing to high-dose itb side effects). Initial dizziness resolved 3 weeks later maintaining the initial dosage. We observed a gain of function in the right forearm and hand (video 1). The patient was able to move her hand and forearm for the first time since the beginning of 2011. Daily itb was reduced by 6.9 % (figure 1); nabiximols was increased (two puffs per day). After 6 weeks, the patient had further improved and gained strength of the right arm. She was able to drink, comb her hair and write (video 2). Pain and paroxysmal cramps decreased; no further adverse drug reactions occurred. Itb-related side effects resolved after dose reduction. Edss stabilized at 8.5 (figure 1). Additional information is being requested at this time; a supplemental report will be submitted if additional information is received. (B)(4).

Manufacturer narrative:
Catheter model: unk, serial/lot#: unk. Day of the month unknown. It was not possible to match this event with any previously reported events. (B)(4).

Manufacturer narrative:
Product ID 8731, lot # unknown, product type catheter.